Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017 (B)(4) ____________________ complaints text (B)(6) 2017(B)(6). Initial notes: (B)(6) son..... My father's pump broke change out battery and nothing is working inquired what led up to the complaint. Customer response: when changing out set and pump quick working it died off no power t/s per dop114-950. Customer states the type of battery in use is duracell. Reviewed alarm history. Customer states they did not receive a low battery alert prior to the off no power alert. Adv the pump requires brand new batteries to work more effectively. Customer states the battery was previously used. Customer reports the pump was not dropped. Adv that unattended alarms will drain the battery. Customer states there were unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Adv to insert a new battery per IFU. New battery resolved the issue. Adv to monitor the pump. Customer's outcome pertaining to the complaint: son concerned that the pump is no longer functioning. Customer had not been on the pump since (B)(6) and son requesting replacement pump for customer, son changed mind stated he "gonna" talk with dad. Customer to determine what exactly happened with the pump according to the alarm, seems bad battery was inserted. Wants to wait on cot, son will call back after he speaks with dad to see if replacement is needed. Additional notes: (B)(6) 2017 reviewed alarm history with son, son didn't know specifics on issues customer is having with the pump only knows that the pump shut off on his dad's weak battery. Bad battery. Customer currently in hospital due to low blood sugar customer on manual injection and son stated he doesn't know how to take insulin accurately with injection on his own had to ems had not been using the pump since (B)(6) 2017 low bg not cause by the pump currently has high blood sugars is on injection insulin thru hospital not wearing the pump inserted new battery showing full bars did self test and it past ship: nothing / return: nothing.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
Clarification provided regarding how long customer was disconnected from pump. Customer was off of the pump as of (B)(6) 2017 prior to going into the hospital due to battery issues he did receive the proper alarms but, put the dead battery back into the pump by mistake is what the son thinks, is going to talk to the father prior to replacing the pump.